Manufacturer narrative:
This report is submitted on sep 30, 2021.

Event description:
Per the clinic, it was reported that the electrode was out of cochlea and subsequently the patient underwent repositioning of electrode on (B)(6) 2021. The implanted device remains.